Manufacturer narrative:
The manufacturer is currently performing investigation. The investigation results along with the final conclusion will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event on (B)(6) 2025 at approximately 3:00 pm cet and provided an example sensor glucose (sg) value of 139 mg/dl; no blood glucose (bg) measurement was taken. A review of the data management system (dms) confirmed that at 3:00 pm cet the sg was 167 mg/dl, and no bg value was entered. Dms review further confirmed that the user did not receive a low glucose alert at the time of the event, as the sg did not fall below the alert threshold. The user did not seek medical treatment and resolved the event by drinking orange juice. The user's hcp is not aware of the event, and the user was advised to follow up with their hcp for further medical guidance.

Manufacturer narrative:
On december 10, 2025, senseonics was made aware of an incident in which the user reported a low glucose event. The user stated that at approximately 3:00 pm central european time, the sensor glucose reading was 139 mg/dl. The user did not perform a blood glucose measurement at the time of the event and estimated a low blood glucose level based on symptoms of light dizziness. Review of the data management system confirmed that at approximately 2:59 pm on the same day, the sensor glucose value was 167 mg/dl, which was above the user set low glucose alert threshold of 60 mg/dl. As a result, no low glucose alert was asserted, which was consistent with expected system behavior. The user did not seek professional medical treatment and reported resolving the event by drinking orange juice. The user's healthcare provider was not aware of the event, and the user was advised to follow up with their healthcare provider for further medical guidance. An associated case (MFR#: 3009862700-2026-00010) was created to address the sensor's inaccuracies inclusive of the event and under this case an RMA was issued for the sensor. However, the device was not received. Review of available in-vivo sensor data showed variable sensor glucose values with intermittent mismatch between blood glucose and sensor glucose readings. Analysis of the available data indicated transient optical instability during the reported timeframe, which may have contributed to the reported discrepancies. Potential root causes may be physiological or environmental conditions affecting the sensor in vivo or possible issues with the sensor itself. Confirmation of a device malfunction was not possible without the physical device returned. Per review of the data management system, the system has not been in use since (B)(6) 2025.